Manufacturer narrative:
This report is being supplemented to provide additional information ,based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Although, it can be presumed, that it was caused by defective board and dust contamination. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that generator has an e433 error code and is automatically restarting. The issue was found during maintenance. No procedure or patient involved. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a defective high voltage power supply (hvps) board. In addition it was also found that the connector of mother board was broken and there was dust inside the unit. It was also found that the front panel was broken, the low voltage power supply (lvps) cable was the old type which needed to be replaced, and there was a dent on chassis and the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.